Event description:
It was reported that the insulin pump alarmed with button error after an infusion set change. It was also stated that the customer had a bent cannula, and the insulin pump did not give her an alarm to report the occlusion. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. Also received with missing end cap sticker. No moisture damage on electronics.